Event description:
Pt changed the infusion set on the morning of (B)(6) 2012. He drove to dialysis, and his blood glucose had increased to 30.3 mmol/l (545.4 mg/dl). He delivered insulin via the infusion device, and his blood glucose lowered to 19 mmol/l (342 mg/dl). He became nauseous and vomited at 7:00 pm. He called an ambulance and was transported to the hospital. His blood glucose was 25 mmol/l (450 mg/dl) when he arrived. The infusion set was removed, and it was found the cannula was bent. He was treated with an insulin infusion and the infusion set was changed. He received stationary treatment until (B)(6) 2012. The alleged infusion set was discarded and will not be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.